Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. These cracks were reported on the initial MDR report.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system and it was checked for recognition; the instrument was successfully recognized. The pogo pins did not stick and were not contaminated. The dcp (dallas chip programmer) verification of the instrument passed. The instrument was driven and moved intuitively and the grips opened and closed. Engineering found hairline cracks at the distal end of the main tube.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure the monopolar curved scissors (mcs)instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.